Event description:
It was reported that the patient has had an ambicor penile prosthesis (app) device for approximately ten years. The app was presenting inflation issues; therefore a replacement surgery was performed. After the procedure, it was noticed that the device had a fracture of the tubing between the pump and left cylinder which caused a fluid leak. A new app was implanted, and no patient complications were reported.